Event description:
Freer elevator broke off in the left foot during surgery and was recovered by the surgeon. No retained object or fragments noted in foot. No harm to patient or staff. Age of device is unknown.what was the original intended procedure?removal of bone spur, kidner procedure with tp tendon advancement.device #1is this a laboratory device or laboratory test?no.